Event description:
Customer reported, the freestyle libre sensor prematurely detached after (B)(6) days of wear. Customer additionally reported, skin came off, during sensor detachment. And as a result, unspecified treatment was received at a hospital. No further details were provided, as customer declined to troubleshoot further. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. And it has been determined, that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed. And a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Results on the initial report erroneously included the libre sensor as an investigated component has been updated accordingly.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the freestyle libre sensor prematurely detached after 7 days of wear. Customer additionally reported skin came off during sensor detachment and as a result, unspecified treatment was received at a hospital. No further details were provided as customer declined to troubleshooting further. There was no report of death or permanent impairment associated with this event.